Event description:
Reportedly, the pacemaker check was performed on (B)(6) 2014. Review of the implant memories (aida) showed an episode related to mode switch from aai to ddd had been recorded due to the pause criterion on (B)(6) 2014 at 9:10. This episode showed oversensing. During the last pacemaker check on (B)(6) 2014, the pacing mode of the subject device was reprogrammed from ddd to safer-r (rate response activated). An analysis is requested.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the pacemaker check was performed on (B)(6) 2014. Review of the implant memories (aida) showed an episode related to mode switch from aai to ddd had been recorded due to the pause criterion on (B)(6) 2014 at 9:10. This episode showed oversensing. During the last pacemaker check on (B)(6) 2014, the pacing mode of the subject device was reprogrammed from ddd to safer-r (rate response activated). An analysis is requested.